Manufacturer narrative:
The primary report of the autopulse platform (sn (B)(4)) powering off intermittently was not reproduced during functional testing of platform, and could not be confirmed through review of the retrieved archive data. The archive data recorded no session around the reported event date of (B)(6) 2018. The report of the autopulse platform (sn (B)(4)) powering off intermittently on (B)(6) 2018 was not reproduced during functional testing of platform. The secondary report of the platform has a damaged top cover was confirmed upon visual inspection. It is attributed to mishandling. Part of routine testing, the platform was observed with no brake activation upon power on due to the drive train motor brake gap was out of specification. Upon adjustment the platform was tested and passed within specification. This is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and no previous history of complaint was reported for the autopulse platform with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn (B)(4)) intermittently powered off during shift check. In addition, the user observed damaged top cover on the platform. No patient involvement.